Event description:
Vns pt was hospitalized and scheduled for explant due to infection at chest incision site. Review of mfg records for both the pulse generator and the bipolar lead confirmed sterilization of devices.